Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported, "spo2 value was about 10% lower than that of palmsat." No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. No product performance issue identified related to spo2 and pulse rate. The unit was determined to be fully functional. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: 740-8511.